Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump would not boot past the ¿animas¿ logo when the battery was inserted. The reporter indicated changing the battery with a second battery and the pump again would not progress past the animas logo. With another attempt the pump successfully rebooted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/14/2014. Device evaluation:the device has been returned and evaluated by product analysis on 02/26/2014 with the following findings: during investigation, the pump powered on and displayed the verify screen appropriately with audible and vibratory features and alarms. The issue of the pump not progressing past the verify screen was not duplicated during testing. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.